Event description:
The lead was explanted due to sensing anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
It was reported to baxter (B)(4), a basal/bolus infusor overinfused during patient use. The device was filled with 9ml of morphine hydrochloride, 24ml of normal saline, and 3ml of lorfan. The total fill volume was 36ml. According to the customer, the infusion started on (B)(6) 2010 at 9:25 am. About 2 hours after therapy had begun, the patient control module (pcm) was used. At 5:00 pm, a nurse found the residual drug in the reservoir less in volume than expected. At 10:00 pm, the device continued to flow faster than expected but the patient's condition was good and the medication continued until 4:00 am (B)(6) 2010. The device was expected to infuse the medication in 3 days (72 hours) but actually infused in 19 hours. The temperature of the device was unknown and the height of the restrictor was the same as the reservoir. There was no patient injury or medical intervention reported. No additional information is available.